Event description:
Healthcare professional reported deflation against right side device. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported deflation against right side device. Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation against right side device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on posterior and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior, non-penetrating nicks, white particles inner the shell and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.